Event description:
Same as MFR # 6000089-2006-00041, 00042. During a coronary artery drug eluting stenting treatment procedure, stent amage occured. The lesion being treated was in the circumflex artery (cx). The lesion was predilated with a 3.0 x 9 mm maverick balloon. After predilation the physician successfully deployed a taxus express2 3.5 x 16 mm drug eluting stent. The physician then attempterd to cross the implanted stent with a taxus express2 2.5 x 20 mm drug eluting stent. However, the taxus stent was unable to cross the implanted stent. Consequently, the stent was never deployed. Upon removal of the undeployed taxus stent from the patient's body, stent damage was noticed. The physician then used a taxus express2 3.5 x 12mm drug eluting stent, however, again was unable to cross the implanted taxus stent. As the physician removed the undeployed stent it became entangled with the implanted taxus stent. The physician successfully removed both taxus stents from the patient's body and noticed both taxus stents' struts were lifted. The procedure was successfully completed with a 3.0 x 12 and 3.5 x 20 mm stent. It is noted the kind of stent is unknown. No patient complications or injuries were reported. Patient status is reported as "fine."